Manufacturer narrative:
The complaint was escalated for technical investigation and the results indicate the device would enter triple-chirp upon battery insertion. The device could not operate normally. The technician unable to retrieve the device record. Troubleshooting was then conducted and resulted in the 5v signal regulator component, u22, found with a poor/cold solder joint. The component was properly re-soldered, and the device operated as normal. Based on the information available and the testing conducted, the cause of the reported problem was caused by a poor solder joint on component u22. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device is failing self-test.